Event description:
No patient involved. Incident involved a doctor using a zero-gravity overhead suspended radiation shielding system. The mechanical suspension means of the radiation shielding element ceased to hold up that component (root cause to be determined), resulting in it falling. The clamp block glanced off the doctor as it fell. The doctor reported that after the failure, he donned conventional lead shielding garb, completed the about-to-begin cardiac interventional procedure and the next-scheduled one, then went down to the ER to have the clamp-block-impact site looked at. The doctor reported that he did not sustain a significant injury.